Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the transfer set could not be connected to the titanium adapter. The transfer set was rotating continuously on the titanium adapter without locking into place. The titanium adapter was still in use; after this event, another transfer set was connected to the adapter without any issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.